Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in (B)(6) of peritonitis in a patient, coincident with dianeal-n pd2 1.5 therapy for chronic renal failure. On (B)(6) 2011, the nurse contacted baxter (B)(6) technical services (B)(6), and stated the patient experienced peritonitis and had been hospitalized. Treatment, action taken with dianeal, and outcome of the event were not reported. The nurse did not provide an opinion of causality.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.